Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive result for quickvue otc. The consumer communicated the result was confirmed negative by molecular (pcr testing) two week prior to testing. It is unknown if consumer was symptomatic or asymptomatic at time of testing.